Event description:
It was reported that catheter issue occurred. The patient presented with coronary artery disease (cad). The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During insertion, the opticross hd tip had been wrapped around the wire and approximately first 20mm of the catheter the tip broke off in the patient. The device was completely removed with nothing left behind, and the procedure completed with another of the same device. No patient complications were reported, and the patient was stable and is expected to be discharged and fully recover.